Event description:
The customer was admitted to the hosp for lot blood glucose. It was reported that there is a crack in the screen. It was informed that the customer was disconnected from the pump during the priming. However the insulin concentration was incorrect. The customer rewinds and reprograms the correct concentration. The programming and histories on the pump were accurate. The customer had accidentally set the pump at u50 instead of u100 causing the blood glucose to go low. Although the blood glucose were coming up by the time they called.